Event description:
Boston scientific received information that the patient with this device system endured an infection. A revision procedure was performed and a full system extraction was performed. A temporary pacing lead was implanted and the chronic device was to be taped externally to the patient's neck. No adverse patient effects were reported during the procedure. An implant procedure was to occur at a later date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.